Manufacturer narrative:
(B)(6) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during at routine follow up visit, it was impossible to interrogate the subject ICD. It was reported also that during the previous follow up on (B)(6) 2013, battery voltage was at 5.01v and charge time at 15sec. The device was explanted and will be returned for analysis.